Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed, confirming the alleged issue. Engineering was unable to push air or sterile water for injection though the cap, and an attempt to prime failed. The cap and suture ring were removed, and a second decontamination of the pump was performed. Without the cap, functional analysis of the pump confirmed the pump successfully primed and flowed within designed specification. An attempt to push air and swi though the cap septum after the second decontamination was successful. Fluid was observed at the metal tip at the end of the cannula. The material causing the occlusion was lost during the decontamination process. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report that a patient has been experiencing intermittent spasticity relief. They stated that the patient feels as though their pump is giving them boluses and then it stops and they feel as though they are going through withdrawal for 2.5 hours. Then, they feel like they get a bolus again and feels better. Then the situation repeats. The patient's pump was later replaced. In the or, dye studies were performed that confirmed that the catheter was patent.